Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the hospital and the insulin pump stopped functioning during the manual prime. The son stated that the customer was admitted with high blood glucose of 1200mg/dl, and he was treated with an insulin drip and manual injections. The caller sated that the customer was found unconscious. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did not exit. The son mentioned that the customer has been off the device for about a day or two. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.